Event description:
It was reported that the customer experienced an occlusion alarm during bolus delivery. Customer noticed small cracks on the cartridge. Troubleshooting was performed and found that occlusion alarm is received when the pump and cartridge are pressed up against the customer's skin. The cartridge and infusion set were successfully changed and insulin delivery was resumed.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received, a supplemental form will be completed.